Event description:
After the surgery, implant has broken in the pt's foot.

Manufacturer narrative:
Device is not available for eval. Add'l info was requested but not received. If the device or add'l info is received it will be reported on a supplemental report. As instructed by (B)(6) on (B)(6) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by (B)(6).